Event description:
Medtronic received additional details for the apollo rupture and separated during the liquid onyx embolization procedure. After injection there was onyx¿s normal reflux and the microcatheter broke on the distal part but not only as pulled. The broken segment was left within the patient. The onyx reflux was a normal amount. The vessel anatomy was normal. There was no friction or difficulty with the onyx was injected. The catheter was stuck in the reflux. There were no reports of clinical consequences in association with this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
D10: device available for evaluation - additional information g4. Date MFR rec ¿ additional information h2: type of follow up - device evaluation h3: device evaluated by manufacturer- additional information h6: codes updated the device was returned for evaluation and the clinical observation was confirmed. As received the apollo catheter, ~18.6cm to ~21.6cm of the apollo micro catheter distal floppy segment was found separated and not returned. It was reported the broken segment remains within the patient. Onyx residue was found within the apollo hub. The apollo catheter body was found kinked and bent from the proximal end of hub. The apollo catheter body was found stretched from ~5.8cm to ~3.7cm from the distal separated end. The tubing material of the apollo separated end exhibited with jagged edges. No other anomalies were observed. It is likely that the apollo micro catheter became entrapped due to excessive onyx reflux. It was reported there was ¿normal¿ onyx reflux; however, the exact amount was not reported. The tubing material at the distal separated end of the apollo micro catheter exhibited plastic deformation (jagged edges and stretching) which indicates the micro catheter separated when exceeding the tensile strength of the tubing material. It is likely excessive tension was applied to the apollo micro catheter resulting in the separation of the micro catheter shaft. It is likely the apollo micro catheter was pulled beyond the 20cm limit noted in the IFU (instructions for use). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The apollo has not been returned for evaluation; product analysis could not be performed. The device was not returned; the reported event could not be confirmed and the event cause could not be conclusively determined from the provided information. Mdrs related to this event: 2029214-2019-00760. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report or apollo rupture with onyx. The patient was undergoing embolization of an arteriovenous malformation (avm) in the posterior fossa. The devices were prepared as indicated in the IFU. A continuous flush was maintained during the procedure. It was reported that during the procedure, the apollo was attempted to be withdrawn. Rupture of the catheter was observed with reflux of onyx. Approximately 15cm of onyx remained in the artery of the patient. There were no reports of clinical consequences in association with this event.